Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer changed his site and received no delivery alarms during correction bolus. The customer was not able to troubleshoot during time of call. Customer declined to troubleshoot for high readings. The product was not returned for analysis.